Event description:
A distributor in (B)(6) reported that the heater wire of an rt105 adult breathing circuit was not functioning. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. The complaint rt105 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Upon completion of our investigation it was revealed that the cause of the problem as reported by the customer was the inspiratory heater wire pins were damaged and full insertion of the heater wire adaptor plug was not possible. All breathing circuits are tested for connectivity and electrical continuity prior to being released for distribution. Any circuits that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. Bent pins is a non MDR reportable complaint. Reporting bent pins as an MDR was discontinued as of december 1, 2012 with guidance from the MDR policy branch.

Event description:
A distributor in (B)(6) reported that the heater wire of an rt105 adult breathing circuit was not functioning. This was found prior to patient use.